Event description:
It was reported that this left ventricular (lv) lead was programmed off after loss of capture (loc) was exhibited. The cardiac resynchronization therapy pacemaker (crt-p) was changed out and the lv lead was programmed back on. The physician was unsure if capture was successful on the presenting electrogram. The patient is pacer dependent and reported feeling fatigued and headaches. Technical services (ts) recommended performing threshold tests to evaluate the lead performance and position. This lead remains in service. No adverse patient effects were reported.